Event description:
Customer reported that the usb port of their pump was damaged, preventing its use. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for the device to be returned for inspection, and a replacement pump was assigned with a new serial number.